Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation result from the local service department, the cable unit was faulty and resulted in no image at start-up. Therefore, omsc presumed that communication with the processor became impossible due to break of cable, then no image was displayed. The break of cable might be due to user's handling.

Manufacturer narrative:
Local service department checked the subject device and found that the cable unit was faulty and there was no image at start-up. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that no image appeared at start-up. There was no report of patient injury associated with the event.